Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced a prolonged rise in blood glucose, which prompted troubleshooting and a guided infusion set change using the existing partially filled cartridge. Education was provided on replacing all disposable components together and on proper set change steps. Symptoms included polydipsia and hyperglycemia with meter readings reported as "high", reaching 400 mg/dl. Outcomes included successful resumption of insulin therapy and subsequent regulation of blood glucose per device report logs, with no hospitalization. Investigation included customer interview, review of blood glucose logs, and troubleshooting of the infusion set and tubing pathway. Investigation of this case revealed no confirmed device or component malfunction, and the event was consistent with infusion site or set-related delivery interruption that resolved after replacing the set and completing fill steps. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.